Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the device during a laparoscopic sleeve gastrectomy, the device dismantled, and the staple line was centrally incomplete. The staple line was fixed with a suture.